Manufacturer narrative:
The wear of the returned bearing indicates significant inferior side wear which can be deduced from the measurements and the wear of the marker wire. In addition to this, the damage due to impingement on the bearing has reduced the thickness of the anterior and posterior portions of the bearing to a greater degree than the center of the articular portion. The thinning of the bearing is likely to have been the cause for the failure of the bearing with the failure occurring in the region of the marker wire due to the smallest volume of material being present in this region. Once the stresses in this region became great enough, the bearing would have fractured. The reason for the high level of wear is unclear, although the evidence of impingement of the medial bearing and cement overhang on the femoral component may indicate the source of some accelerated wear mechanisms. The oxford bearing fractured, likely as a result of impingement and increased wear. Without further information such as radiographs, the exact reasons for increased wear is impossible to determine.

Event description:
It was reported that patient underwent primary knee surgery in (B)(6) 2000. Revision surgery was performed on (B)(6) 2012 due to bearing fracture. A fractured piece was lodged posteriorly so the femoral component had to be revised as well to retrieve the fractured portion.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been received. Item has been requested to be returned. Upon receipt of item and product evaluation, a follow-up MDR will be sent to the FDA. This is 2 of 2 mdrs submitted for the same event. (See 3002806535-2012-00327 / 328)